Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141 - 2021 - 00849, section "d4: device UDI number" was submitted with UDI # (B)(6) in error. Associated lot # 62852337 was manufactured prior to 24-sep-2015. As a result, a UDI number is not required. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary reporting.

Event description:
Dr. Indicated peri-implantitis, loss integration, the patient had strong pain, and came to the hospital for examination, gingival bleeding was found and the implant could not be retained, so the implant was removed. Tooth site # 22. Pain.